Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The device manufacturer date for the reported meter serial number is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016 a customer reported that "a few days ago" on an unspecified date he received a reading of 300 mg/dl after dinner. The customer self-treated with 12 units of fast-acting insulin, and then began "sweating and jerking." He re-checked his blood sugar and obtained a reading of 31 mg/dl. The customer was unable to treat himself, and his son gave him candy by mouth. He stated that he "ate a lot of candies", and that he was able to bring his sugar level up. He reported that "afterwards he was feeling ok", and did not need to go to the hospital or call his doctor. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter and returned test strips (B)(4) were returned and investigated. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.